Event description:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh, therefore we are submitting this MDR based on the add'l info rec'd/ the following info was reported to davol by the patient's attorney: (B)(6) 2002 - patient was implanted with a bard/davol flat mesh. The attorney report alleges permanent injuries, pain and suffering, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It has been alleged that on (B)(6) 2002 the patient was implanted with a bard flat mesh. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info and if available, to request return of the device for evaluation. A manufacturing related cause for the alleged event. This MDR includes all patient, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a f/u MDR will be submitted.